Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8 mm large hem-o-lok clip applier instrument tip rotates with a greater movement than other instruments. The user was completing the procedure as planned to use a backup large hem-o-lok clip applier with no further issue reported. No fragment fell inside the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred when the surgeon's head was not inside the surgeon side console's high resolution stereo viewer. The surgeon was not attempting to manipulate instruments when the issue occurred. The instrument tip rotated with greater movement than other instruments. There was no shakiness or friction experience/observed. There was no external collisions. There was no injury to the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed and found to have a broken yaw axis 7 grip cable at the proximal inside the housing. The cable was fully broken. The grip cable was broken at the clamping pulley. This causes loose cable at the distal end. The clamping pulleys did not exhibit signs of residue on the clamping pulley that would have contributed to the broken cable.